Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation results: samples received: 19 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. We have received 19 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of the samples received and the results fulfil the requirements of the product. We have checked the batch manufacturing record of this product and there was an internal non conformity related to a packaging defect. After the reprocessing the product, the results before releasing the product fulfilled b.braun surgical requirements. Final conclusion: although the results of the samples received fulfill the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that during an orthopedic hip surgery, the thread loosened from the needle.